Event description:
Additional information received confirmed that the reported pump stop is due to a short to shield in the percutaneous lead. There were no reported adverse event associated with the event however the patient was sent home on an ungrounded cable and will be monitored regularly. No additional information provided.

Manufacturer narrative:
Section d4 and h4: additional information manufactures investigation conclusion: the reported pump stoppage was confirmed through the review of the log files submitted by the account. Based on experience with the hmii lvas and similar reported events, the pump stoppage and hazard alarms that occurred while the patient was supported by the power module could be indicative of driveline damage. The submitted log files contained overlapping data from (B)(6)2019 through(B)(6)2020 . The log files captured a pump stoppage event on(B)(6)2020 with corresponding hazard alarms for low speed and low flow. These events occurred while the system was supported by the power module and appear to resolve when the patient switches to battery power. The log files also captured a no external power alarm on 14jan2020. The system controller¿s internal 11v backup battery was in use during this event and there was no interruption in pump support. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the remainder of the log file data and the pump appeared to be functioning as intended. The account reportedly suspected a short to shield. No adverse patient consequences were associated with this event. The patient was reportedly sent home on an ungrounded patient cable with plans to continue to monitor regularly. The patient remains ongoing on heartmate ii lvas, serial number vad-20602. No product is available for investigation. No further complaints have been reported at this time. The heartmate ii lvas IFU outlines all system controller alarms as well as the appropriate actions associated with them. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a pump stoppage while the patient was connected to patient cable which is believed to be an issue with the patient¿s percutaneous lead. The patient was then connected to an ungrounded cable. The manufacturers technical services reviewed the log file and observed a brief pump stop on (B)(6) 2020, which lasted for approximately 3 seconds and can be caused by a high current event or a perc lead short to shield. Also, it was observed there was a no external power while the device was connected on batteries, which can be due to the patient running the batteries down where they lost power. No additional information provided.